Event description:
It was reported that the patient presented for an implant procedure. During the procedure, upon interrogation, the implantable cardiac monitor exhibited noise oversensing. The implantable cardiac monitor was not used and replaced during the procedure. There were no patient consequences.

Manufacturer narrative:
The reported event of sensing noise was not confirmed. The device was received with battery voltage above the elective replacement indicator (eri) level. Analysis of the device image indicated the device was within the normal range of operation. Further analysis performed, including a sensitivity test exhibited normal device characteristics with no anomalies. A longevity assessment was performed, and the device was in the normal range of operation with appropriate remaining longevity.